Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.0mmx30mmx143cm nc quantum apex¿ balloon catheter was selected to post dilate the lesion. The balloon was inflated at 6 atmospheres on the first inflation. The device was moved slightly to the central site. During second inflation, it was noted that the balloon ruptured at 6 atmospheres. No segment of the device detached inside the patient. Angiography was performed to check the lesion and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. Microscopic examination of the balloon revealed a 5mm longitudinal tear 3.5mm distal of the proximal balloon bond. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the longitudinal tear. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was selected to post dilate the lesion. The balloon was inflated at 6 atmospheres on the first inflation. The device was moved slightly to the central site. During second inflation, it was noted that the balloon ruptured at 6 atmospheres. No segment of the device detached inside the patient. Angiography was performed to check the lesion and the procedure was completed. No patient complications were reported and the patient's status was good.